Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer delivered the insulin using the fill tubing process. The customer did not recall how much insulin was delivered. The customer's blood glucose level was not impacted. The customer has been using manual insulin injections to manage diabetes. As the occlusion had occurred in the past, troubleshooting to determine a possible cause of the occlusion was unable to be performed.